Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0084700. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-04-24. Investigation summary: two photos and thirty-one 1ml luer-lock syringes (p/n 309628) in sealed blisterpaks from batch 0084700 were received. The samples were visually evaluated. One sample was observed to have an embedded brown foreign matter on and just below the flange area. The foreign matter appeared to be degraded plastic and was non-conforming per product specification. One sample had loose foreign matter on the plunger rod near the stopper and outside of the fluid path. The foreign matter appeared to be grease which was non-conforming per product specification. Eight samples were observed to have missing print in various areas of the scale that appeared to be scraped off. These samples were non-conforming per product specification. All other samples received were acceptable per product specification. The ink dots referenced in one of the photos are cylinder dots that are intended to be on the syringe to indicate the image being printed from the machine. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the missing print and loose foreign matter defects is associated with the assembly process. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0084700 is considered in compliance with our product specification requirements. Rationale: no corrective action is necessary. CAPA not required at this time.

Event description:
It was reported that syringe 1ml ll had foreign matter on 428 occasions and had scale marking issues. The following information was provided by the initial reporter: on (B)(6) 2021, the emergency nurse opened a box of 1ml screw-top syringes. The packaging was complete before use. After unpacking, the syringes were found to be contaminated, black spots, and unclear scales.